Event description:
Reporter indicated the handheld programming computer is operating extremely slowly. The handheld has been returned to the MFR and is pending product analysis.

Manufacturer narrative:
Device malfunction is suspected. But did not cause or contribute to a death or serious injury.